Manufacturer narrative:
A field service engineer (fse) instructed the customer over-the-phone to do multiple substrate replacements with alcohol. The instrument no longer displayed dl flags. The reported issue was resolved with the substrate replacement prior to the onsite arrival of the fse. Upon arrival at the customer site, the fse was able to confirm the customer's reported error of dl flags by reviewing the printouts. The error could not be reproduced as the instrument was operating normally. The fse inspected the substrate system and found debris on the small syringe. The fse cleaned the small syringe and replaced the substrate three-way solenoid valve. The instrument was validated by running estradiol (e2) controls. The quality control (qc) results passed and were within published ranges per the package insert. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 19mar2018 through aware date 19apr2019. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: dl flag: a fault occurred in the detector or the substrate feed line. Print and display (rate value): outputs the measurement values. Print and display (concentration value): becomes blank. Rs232c output (concentration value): conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag): a. The aia-900 operator's manual under safety precautions states the following: at system shutdown, replace the substrate solution remaining in the substrate line with substrate replacement solution (70 % ethanol). If the substrate solution remains in the substrate line for a long time, it may precipitate. Precipitation in the substrate line may clog the substrate line. Replacement of the substrate solution with distilled water may cause contamination of the substrate line and raise the substrate background. Make sure to use the substrate replacement solution (70 % ethanol) at system shutdown. The probable cause of the reported event was due to blockage in the substrate three-way solenoid valve.

Event description:
A customer reported getting dl flags on the aia-900 instrument. The customer put a new substrate on the instrument after the dl flags started. The customer then checked to ensure the tubing was in the substrate. After priming with the new substrate, the dl flags persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), estradiol (e2), and progesterone (prog ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.